Manufacturer narrative:
This follow up report is submitted to correct country of initial reporter, which is (B)(6).

Manufacturer narrative:
Sample collection and centrifugation information have not been supplied to date.qc performed within the customer's established ranges on the date of event.although pre-analytical sample handling factors were discussed with the customer, a definitive root cause has not been determined for this event to date.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxi 600 generated an erroneously elevated troponin (accutni) result above the normal reference range for one (1) patient. The result was reported out of the lab. Subsequent testing on the same instrument generated a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.